Manufacturer narrative:
The ca2 reagent lot number is 787821. The phos2 reagent lot number is 797763. The expiration dates were not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module and found liquid leaking from the cell rinse nozzle tubing of one of the rinse units (water). He repaired this part and adjusted the cell blank volume to the correct level. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen. 2 and phos gen.2 results from two patient samples tested on the cobas 8000 c702 module. Patient sample 1 the initial ca2 result was 6.12 mg/dl. The repeat result was 9.09 mg/dl. Patient sample 2 the initial phos2 result was 6.72 mg/dl. The repeat result was 3.60 mg/dl.